Event description:
It was reported that the right ventricular (rv) lead exhibited a lead integrity alert (lia) for high rate non-sustained episodes, artifact, and high impedance of the pace/sense and of the rv coil. Occasional high impedances had also been measured for the lv tip rv coil channel (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).